Event description:
It was reported by service report that the left rail was not locking in the up position and the toprail was broken with sharp edges. No pt involvement or adverse consequences are reported.